Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 2.0 x 8 mm mini vision stent delivery system was advanced into the patient anatomy to treat a target lesion in the circumflex artery. During advancement, slight resistance was met, force was applied and the shaft kinked. An attempt was made to straighten the shaft and the shaft separated. Both pieces were easily removed. There was no adverse patient effect and no clinically significant delay. A second mini vision was used without difficulty. No additional information was provided.